Event description:
Rn started piv, when I retracted the needle after starting a piv the needle retracted properly but the needle would not release from the actual catheter. Multiple nurses called into room to attempt to dislodge needle from catheter and all unable.